Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 4 months after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. The 30 ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).